Event description:
Caller states that the patient tested 1.3 inr on the coaguchek xs system, and 3.8 inr on a comparison lab. Customer was treated for unrelated issue. No action taken on device result. Requested return of suspect system, and replacement was sent.